Event description:
Same case as MFR report #: 6000089-2006-01462, -01463, -0164, 01465. Clinical trial. It was reported that two days following a coronary artery drug eluting stenting treatment procedure the patient expired. The index procedure identified one target lesion in the mid rca (right coronary artery). An attempt was made to utilize a 3.00x28mm taxus express2 stent, however, it was unable to cross the target lesion. As a result, the target lesion was treated with four overlapping taxus liberte stents in the following order from most proximal to distal: 3.0x20mm, 3.0x16mm, 3.0x28mm, and 2.75x8mm. During the procedure, the patient developed hypotension and ECG showed st elevations. The patient reportedly experienced a myocardial infarction (mi) due to the abrupt closure of the lad (left anterior descending) artery during the procedure. The procedure was concluded and the patient was taken to the or for emergency CABG where svgs (saphenous vein grafts) were placed to the mid lad, 1st diagonal, distal cx (circumflex), and rca. Following the CABG procedure, the patient was in stable condition and transferred to the ccu. Two days following the index procedure, the patient developed acute renal and hepatic failure. Transesophageal echocardiography (tee) did not show any cardiac cause for the renal and hepatic failures. Intra-abdominal arterial thrombosis was suspected and an emergency laparoscopy was performed with no result. Repeat tee showed hypercontractility of the right ventricle and an "empty-looking" left ventricle with no signs of a major pericardial effusion. The patient was experiencing increasing acidosis and hypotension and it was decided to return to the or and re-open the chest. This revealed a "small" amount of tamponade and a blood clot in the right ventricular outflow tract. During the procedure, the patient went into cardiac arrest and cardiac massage was initiated with initial success; however, due to lack of signs of recovery, cardiac massage was discontinued and the patient expired. On autopsy, the cause of death was listed as acute mi caused by thrombotic occlusion of one of the stents implanted in the rca. The saphenous vein grafts were patent at autopsy. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.